Event description:
A system operator reports a 'laser not firing' error message at the start of a procedure. The system operator rebooted the system and the surgeon was able to proceed and complete the surgery. The surgeon indicated the pt was doing well and was not harmed or injured.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date: july 10, 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting july 10, 2006. This MDR filing is a result of that retrospective review. Determination at root cause: assessment: during the on-site investigation, the territory manager (tm) was unable to duplicate the laser not firing issue. The tm tested for misfiring and checked the system for loose cables. No problems were found and no parts were replaced or returned for eval. The tm completed a successful system verification. A quality engineer reviewed the surgery database and was able to identify the event as reported. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.